Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) stated the blood leak was internal and occurred 10 minutes after initiation of treatment. The blood leak was visually observed within the dialysate of both hansen lines. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies without further issue. The complaint device was discarded and was no longer available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) event reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) stated the blood leak was internal and occurred 10 minutes after initiation of treatment. The blood leak was visually observed within the dialysate of both hansen lines. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies without further issue. The complaint device was discarded and was no longer available to be returned to the manufacturer for evaluation.